Event description:
Device overheated and patient received a burn injury to their lower right inner lip during a crown preparation procedure on tooth #46. Patient was under anesthesia at the time of the injury administered by mandibular block injection. No need for special medical attention or complications were reported as a result of the injury.